Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: ventral hernia repair. According to the reporter: there was a hole in the middle of the ventral mesh and a re-herniation through the hole. The doctor applied another piece of mesh on top of the mesh already implanted during re-operation.